Event description:
It was reported that during use the safety guard was discovered to be broken with a bd ultrasafe¿ plus passive needle guard syringe. The following information was provided by the initial reporter: nurse reported to pharmacy that when opening the carton they noticed the syringe was damaged. The damage was noted on the needle guard.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the safety guard was discovered to be broken with a bd ultrasafe plus passive needle guard syringe. The following information was provided by the initial reporter: nurse reported to pharmacy that when opening the carton they noticed the syringe was damaged. The damage was noted on the needle guard.